Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11:the device was received for evaluation. An air leak test was performed on the actual sample at 2 bar pressure, and a leak was observed at the level of the access post pump line at the set support plate. Visual inspection showed that the access post pump line was perforated near the support plate. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed "along the blood pump line" of an oxiris set during setup. There was no patient involvement. No additional information is available.